Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During an lsh procedure, when the surgeon was inserting the plasma morcellator into the pt, the morcellator's shaft cracked and pulled apart. The device was removed from the pt with no pt harm. The surgeon changed to a gynecare morcellator to complete the case.